Manufacturer narrative:
(B)(4). Batch #m91p92 the device was received with the top jaw attached to the device and not missing, as reported. The top of the I-blade upper tip was broken off and not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the broken jaw fall into the patient? Was the broken jaw retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the broken jaw being returned with the device? Or, was the broken jaw discarded? According to our records the reported lot number, m92v2n, is not a valid lot number for nslg2c45. Please, report the lot or batch number of this device, if available.

Event description:
It was reported that during a robot prostate procedure, the jaw of the device broke. The case was completed using another device of the same product code. There were no patient consequences reported.